Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During delivery, the sheath was inserted and the impella was placed through the sheath. The device was stuck and could not be advanced, a fluoroscopy was performed, and no obstruction or kink was identified. The physician decided to remove the device and replace it with another impella 2.5. It was reported that the procedure was successful.

Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella pump was returned for investigation. Both the impella 2.5 and the introducer were returned for analysis. The pump was placed through the introducer and got stuck with only half of the inflow cage exiting the introducer. The inner diameter (ID) of the introducer was measured with gauge pins to be approximately 0.171in. The outer diameter (od) of the pump was checked using gauge rings and was found to be between .1732in and 0.1736in. The od of the pump was larger than the ID of the introducer. The root cause of the pump being unable to fit through the introducer was determined to have a large pump outer diameter as a result of the manufacturing process. This report is being filed as part of a retrospective review of historical records.